Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced trembling, sweating, loss of consciousness, seizure and was unable to self-treat. The customer was seen by a health-care professional (hcp) who administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with known good retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was attempted to be performed but test din not fire. The reader was further de-cased. A visual inspection has been performed and debris was observed inside strip port. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced trembling, sweating, loss of consciousness, seizure and was unable to self-treat. The customer was seen by a health-care professional (hcp) who administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.